Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 300 mg/dl and was addressed with an injection of insulin. The customer's bg level lowered to 181 mg/dl. Tandem customer technical support (cts) performed a system check and no insulin drops were seen at the cartridge level with no alarm. Cts determined that the cartridge needed to be changed. After changing the cartridge and tubing, the new supplies functioned as expected.